Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. The system resets were coincident with a drop in battery voltage and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode (sm). It was suspected that the sm was triggered by high internal impedance of the battery. As part of the sm architecture, the left ventricular (lv) lead configuration changed from bipolar to unipolar which led to the patient experiencing discomfort and twitching sensations due to phrenic nerve stimulation. Subsequently, the crt-p was successfully explanted and replaced to resolve the issue. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned and will be analyzed, a supplemental report will be submitted once conclusion is reached.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode (sm). It was suspected that the sm was triggered by high internal impedance of the battery. As part of the sm architecture, the left ventricular (lv) lead configuration changed from bipolar to unipolar which led to the patient experiencing discomfort and twitching sensations due to phrenic nerve stimulation. Subsequently, the crt-p was successfully explanted and replaced to resolve the issue. No additional adverse patient effects were reported.